Manufacturer narrative:
Upon receipt at our post quality assurance laboratory it was not possible to confirm oversensing and a decrease in pacing impedances. However, it was confirmed that two pillars of the rate sense (rs) conductor coils are fracture, possibly resulting in oversensing reported. Detailed analysis will be conducted, upon completion this investigation will be updated.

Manufacturer narrative:
Detailed analysis revealed a long surface abrasion on the leads insulation, this type of abrasion was most likely caused by lead on lead interaction within the device pocket area, as well as compressive movement. In addition two conductor wires of the rate/sense (rs-coil) were fractured. The fracture surfaces of the two wires showed some evidence of fatigue. Laboratory analysis could not confirm oversensing and decreased in pacing impedances, however the observed malfunction could have resulted in the reported clinical observations.

Event description:
Boston scientific received information that oversensing and a decreased in pacing impedances was noted on this right ventricular (rv) lead. This lead was explanted and returned for analysis. No adverse patient effects were reported.